Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable finds that the reported issue cannot be confirmed. Mvs interface cable passed bench gbit and 100t communication testing as well as continuity testing. Installed mvs interface cable in test imaging system and the system charged, communicated and functioned as expected. The 2d and 3d imaging were successful. No problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. While testing, the unit powered down during use. The batteries tested fine. It is believed that the system wasn't charging correctly. Replaced the umbilical cable. System checkout performed. System now boots up fine and charges normally. The umbilical cable has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system displayed "initializing, please wait" after successfully taking a few spins. The system was rebooted once and the pendant screen then displayed as black. A second reboot was performed and the pendant would then not power on at all. It was noted that the battery charger scroll bars still showed that the system was charging. No adverse affect on the patient was reported, and the procedure was completed successfully following a delay of less than one hour. No additional information was provided.

Manufacturer narrative:
(B)(6).